Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been receiving no delivery alarms. He said that he has changed his needles and tubes and the pump will start to work for about half a day but then the error will occur again. The customer stated that he called in and spoke with someone who assisted him with changing his tubing and troubleshooting and was told that the issue might be the tubes. He said that his blood glucose was over 500 mg/dl and he tried to fill the tubing with insulin again. But, said that it would begin filling and then stop again. He said that his current blood glucose is 595 mg/dl and he believes the issue is the pump. He said that he has already tried 5 sets and nothing has worked because his blood glucose is getting higher. The customer said that the issue first occurred 5 days prior and his blood glucose was 280 mg/dl. He declined troubleshooting for the high blood glucose. During troubleshooting for the no delivery alarm, the customer stated that he has already tried different cannula lengths and has tried all remedies. He was advised that the pump needed to be replaced. After no delivery alarm during basal/bolus/fixed prime troubleshooting, the customer reported that the insulin exited with the manual prime. The insulin pump will be returning for analysis. The infusion set will not be returning for analysis.